Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a ez steer¿ nav bi-directional electrophysiology catheter and the patient experienced complete heart block. It was reported that the physician accidentally burned the av (atrioventricular) node and the patient lost conduction and was in complete heart block. The ngen foot pedal was used to apply ablation during the procedure and that the physician accidentally hit the ngen foot pedal after the patient was in heart block. The loss of conduction was noticed and confirmed on the intracardiac signals displayed on the carto 3 system. The procedure was aborted. No medical intervention had been performed. The physician had set up for a pacemaker and that the patient was advised that the patient would receive a pacemaker however it was reported that the conduction was slowly recovering and coming back but not fully. The patient was moved to the post-op area to be monitored and that it would be determined at a later time if the patient would need a pacemaker. However it was reported that the patient had fully recovered and did not need a device. The physician's opinion on the cause of the adverse event was staying on ablation too long. Pacing was delivered however no intervention post case because full conduction recovered. Patient did not require extended hospitalization.